Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed for motor error. Customer's current blood glucose was 240mg/dl. Customer was not able to rewind the insulin pump due to motor error and insulin pump was not exposed to high magnetic field. Customer was advised to discontinue use of the pump and to revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.